Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-50506. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. Patient alleged the device emits a nauseating toxic smell. The patient alleges nausea, sores in their nose and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.